Manufacturer narrative:
The product was returned and investigated as follows: analysis of bin files confirmed the reported system notice message 50032. Visual inspection showed traces of blood inside the balloon. The dissection and pressure test showed a leak through the outer vacuum lumen and guide wire lumen detachment from the tip. This report will be recorded and trended.

Event description:
During the first ablation, the catheter triggered system notice message 50032 (the safety system has detected a compromised outer vacuum). The catheter was replaced and no adverse event occurred.